Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_adaptor_acc, explanted: (B)(6) 2017, product type: accessory. Product ID: 3708640, serial (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 7482a40, serial (B)(4), implanted: (B)(6) 2011, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. High impedances were observed during a case. The pocket adapter was replaced, which resolved all but the high impedance on c/11. The adapter was embedded in the pocket tissue, so the physician decided to cut it out. Further actions were not taken nor planned as the pair was not used in programming, and it did not change the patient¿s MRI eligibility status. The wires in the pocket were ¿a mess,¿ and part of the embedded pocket adapter wire was left in place to avoid having to use bovie right on the wire to move it. The physician was allegedly concerned about the pocket area being too bulky because the skin was stretched. The physician did not want to stretch it more because stretched skin is harder to stitch in general. It was noted the physician wanted to avoid the stitches coming open, which they had seen before in different patients with stretched skin. Pre-operative impedances were normal, but intra-op impedances were over 40,000 ohms on all pairs involving contact 11 after replacing the ins. Initial and final post-operative impedances showed over 40,000 ohms on the same contact pairs. The patient was programmed on c+, 9- on the right side at 2.6 v, 90 microsecond pw and 230 hz. No further complications were reported.

Manufacturer narrative:
Analysis of the adapter (serial # unknown) found that the product was segmented. If information is provided in the future, a supplemental report will be issued.